Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed and duplicated. There is delamination which is known to occur from fluid ingress causing the touch screen to become unresponsive.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was unable to use touch screen and there was signs of delamination on the bottom right. The customer confirmed that there was no patient involvement associated with the reported event.